Manufacturer narrative:
The evaluation of the customer issue included a review of the complaint text, abbott field service review, a search for similar complaints, and a review of product labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. Replaced multiple components while troubleshooting the issue. However, a single likely cause part was not identified; replacement of the architect i2000sr instrument was considered the resolution for the inconsistent architect total b-hcg results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, ln 03m74 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. The issue was previously reported under MDR numbers 3005094123-2018-00035, 3005094123-2018-00067, and 3005094123-2018-00068 under different suspect devices.

Event description:
The customer observed multiple falsely elevated results while using architect i2000sr analyzer. The following data was provided. ((B)(6) female) initial 414.24 miu/ml (positive), repeat less than 1.2 miu/ml (negative). ((B)(6) female) initial 1590.22 miu/ml (positive), repeat less than 1.2 miu/ml (negative). ((B)(6) female) initial 1563.44 miu/ml (positive), repeat less than 1.2 miu/ml (negative). Sid not provided ((B)(6) female) initial 208.15 miu/ml (positive), repeat less than 1.2 miu/ml (negative). Sid not provided (age and gender not provided) initial 248.2 miu/ml (positive), repeat less than 1.2 miu/ml (negative). No impact to patient management was reported.